Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to short v-v intervals and more than two high rate - non-sustained episodes. The lead had high thresholds and was exhibiting t wave over-sensing. The rv lead was thought to be dislodged, and lead revision is anticipated. No patient complications have been reported as a result of this event.